Manufacturer narrative:
Approximate age of device - 1 year, 8 months. Evaluation conclusion: the reported pump stops were confirmed through the evaluation of the submitted log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. Approximately 21 inches of the external portion/distal end of the driveline was returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The driveline demonstrated normal wear for its duration of use. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation that could have contributed to the reported event. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to the reported event. The patient remains on vad support and no further related events have been reported. The heartmate ii lvas instructions for use and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was presented to the emergency department with the pump producing pump off, low flow and low speed advisory alarms. The patient was placed on an ungrounded cable. The patient remained asymptomatic. The log file was submitted for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed 4 pump stoppages while the patient was connected to the power module. This has been associated with potential issues to the percutaneous lead (driveline). The x-ray images revealed some area of concern. On (B)(6) 2018, the manufacturer¿s technical services performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. No further information was provided.

Manufacturer narrative:
Additional information. An additional system controller log file submitted to the manufacturer for evaluation confirmed an intermittent low speed advisory event on (B)(6) 2018 at 04:15:21 am, associated with the pump speed decreasing to 3400 rpm. In addition, one pump stoppage and low speed hazard/advisory event was recorded in the log file on (B)(6) 2018 at 02:28:04 am. Both of these events occurred while the system controller was connected to a power module. The pump resumed operation at the fixed speed after the events. The patient has been using an ungrounded patient cable for power module support in addition to battery power for the known driveline issue. The patient remains ongoing on vad support and no further related issues have been reported at this time. No further information is available. The manufacturer has closed the file on this event.

Event description:
Additional information: it was reported that additional pump stoppages were observed post percutaneous lead (driveline) replacement. The patient was given an ungrounded power module patient cable. No additional information was provided.